Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic). The rv lead remains in use. It was also reported that the right atrial (ra) lead experienced far field r-wave (ffrw). The ra lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead will be reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that far field r-wave (ffrw) oversensing was noted again on the ra lead., which were noted to be triggering a high number of mode switches. Mirror image sensing was noted on the ra and rv leads. The ra lead was reprogrammed.